Event description:
This complaint is from a literature source. It was reported that one patient (from irrigated-tip catheter ablation (rfca) treatment group) after atrial fibrillation procedure experienced femoral pseudoaneurysm requiring surgical treatment. Based on the facts of the case and the physician¿s assessment, there were no reported malfunction with any of the catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿circumferential pulmonary vein isolation as index procedure for persistent atrial fibrillation: a comparison between radiofrequency catheter ablation and second-generation cryoballoon ablation¿ objection: the aim of the study was to compare the single procedural outcome on a 1 year follow-up period between rfca guided by 3d mapping and cb-adva, in a series of consecutive patients undergoing pvi for pers af. The study was conducted between march 2012 and september 2013. From this report one other event was reported. It was reported that-1 patient after atrial fibrillation procedure developed cardiac tamponade. The patient required immediate pericardiocentesis. There were no complaints reported related to bwi catheter malfunction immediately after the procedure. Product smarttouch, biosense webster. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record review could be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant medical products: other bwi products were used during this procedure: lasso catheter and carto system; other company¿s products: ensitew (navx, st. Jude medical& tacticathw, endosense, st. Jude medical). Biosense webster manufacturer's ref. No.'s: (B)(4) are related to the same incident. (B)(4).